Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted to treat a malignant tumor in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent cover broke post-deployment, causing the tissue to squeeze the mesh into the stent while the stent cover remained attached. Subsequently, the stent was removed using snares. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. Additional information on september 27, 2025: it was later confirmed that the tumor is malignant.

Manufacturer narrative:
Block b5 and block g1 (manufacturer contact person) have been updated. Block e1: initial reporter facility name: (B)(6). Reported here as these exceeded the maximum character limit of the designated fields. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf impact code f2301 captures the additional tool required to remove the complaint stent from the patient. Block h11: a wallflex esophageal delivery system was returned for analysis, the stent was not returned. Visual inspection found both the outer sheath and the inner sheath kinked. No other damages were noted. Product analysis could not confirm the reported event of stent cover damaged/defective as the stent was not returned for analysis. The investigation concluded that the additional observed damages on the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Based on the information available and without proper evaluation of the stent, cause not established is selected as the most probable root cause.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Reported here as these exceeded the maximum character limit of the designated fields. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf impact code f2301 captures the additional tool required to remove the complaint stent from the patient.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted to treat a tumor in the esophagus during an esophageal stent placement procedure performed on july 16, 2025. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent cover broke post-deployment, causing the tissue to squeeze the mesh into the stent while the stent cover remained attached. Subsequently, the stent was removed using snares. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.